Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. It was also reported that the patient experienced discomfort before the MRI due to the tightness of the head wrap. Subsequently, the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.